Manufacturer narrative:
Results of investigation: vyaire field service representative went onsite to evaluate the device. Technician performed preventive maintenance. Completed successfully per service manual. All tests passed required criteria. Unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit would not pressurize on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.